Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer planned to use a backup insulin pump and injections to maintain insulin delivery and did not require third-party medical assistance; technical support arranged a replacement pump with updated software.